Manufacturer narrative:
Device was not returned for additional evaluation or investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions in order to report a catheter explant. Additional communication with the cs confirmed that the patient was originally being seen for a catheter revision surgery to improve the comfort of the patient. However, when adding the new catheter segment and priming it, the physician then did a demand bolus and did not see drug coming out of the pump. Physician subsequently decided to explant the catheter and pump. Pump explant is captured through MDR 3010079947-2020-00302.